Manufacturer narrative:
(B)(4). Medical product: finn rotating hinge axel, catalog #: rd108802, lot #: 717090; finn rotating hinge yoke, catalog #: rd108801, lot #: 537700; finn rotating hinge locking pin, catalog #: rd108804, lot #: 462840; finn rotating hinge tibial bushing, catalog #: rd108806, lot #: 717110; finn standard tibial base, catalog #: rd108834, lot #: 763090; finn distal femoral diaphysis, catalog #: pm100271, lot #: 730110; finn standard tibial bearing, catalog #: rd108810, lot #: 717120; finn femoral locking collar, catalog #: rd108515, lot #: 231050; finn rotating hinge femoral bushing, catalog #: rd108803, lot #: 717100; bl2 modular stem, catalog #: cp101648, lot #: 745890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00276, 0001825034-2018-00277, 0001825034-2018-00278, 0001825034-2018-00279, 0001825034-2018-00280, 0001825034-2018-00281, 0001825034-2018-00282, 0001825034-2018-00283, 0001825034-2018-00284, 0001825034-2018-00285, 0001825034-2018-00286. Remains implanted.

Event description:
It was reported that the patient is considered for a revision surgery on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00276-1, 0001825034-2018-00277-1, 0001825034-2018-00278-1, 0001825034-2018-00279-1, 0001825034-2018-00280-1, 0001825034-2018-00281-1, 0001825034-2018-00282-1, 0001825034-2018-00283-1, 0001825034-2018-00284-1, 0001825034-2018-00285-1, 0001825034-2018-00286-1.

Event description:
It was further reported the patient underwent a right knee revision 28 years post-implantation due to pain.